Event description:
Additional information received noting that the patient underwent a lead revision surgery. The surgeon first tried reinserting the lead pin but the lead impedance remained high. There was no visual damage observed on the explanted lead, but the lead impedance was within normal limits once a new lead was placed. The explanted lead has not been received by product analysis to date.

Event description:
Patient was seen in clinic and presented with high lead impedance. It was noted that the patient just underwent a battery replacement in january. The patient has not experienced any recent trauma and x-rays have not been taken. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.